Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty could not be confirmed on the returned device. The cause(s) of the reported difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and a non-abbott stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. The 2.0 x 20 mm mini trek balloon catheter was advanced without issue and inflated to 12 atmospheres (atm), and again to 14 atm; however, contrast was seen leaking from a pinhole in the balloon. The mini trek was removed without issue. A xience prime stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.